Manufacturer narrative:
An event of sizing issue was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a double valve replacement (dvr) was performed. This 25 mm masters series mechanical heart valve was implanted in the patient's mitral position and a 17 mm regent mechanical heart valve (model: 17agn-751, sn: (B)(4)) in the aortic position. During the procedure, the left ventricle became torn when the masters valve was implanted in the mitral position. Therefore, the valve was immediately explanted and a smaller 23 mm masters series mechanical heart valve (model: 23mtj-503, sn: unknown) was implanted. A pericardial patch was used to repair the tear. The procedure was successfully completed without any further issues. The regent mechanical heart valve remains implanted in the aortic position and the smaller masters in the mitral position. The patient is reported to be stable. The surgeon commented that the maters valve may have contacted the regent mechanical heart valve during implantation; however, as the maters valve was too large for the patient's mitral annulus, this incident was caused by oversizing. This valve was discarded at the hospital and will no longer be returned for analysis. No additional information is expected.